Event description:
It was reported that a female patient underwent revision breast reconstruction surgery with 465cc mentor memorygel breast implant at an unknown date. The patient underwent bilateral explantation and replacement with catalog number 3504251bc; serial number (B)(4) on the left side, and with catalog number smpx465; serial number (B)(4) on the right side on (B)(6) 2022. When the left side device was removed, it was not clear per healthcare professional, it was white.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left discolored device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, device evaluation was completed for this caucasian patient. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 465cc breast implant appears white. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).